Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer's insulin pump alarmed motor error during prime. Alarm was explained and cleared. The device was not exposed to a high magnetic field. When customer tried to deliver five units of insulin via fill cannula, the device alarmed motor error again. Customer changed the tubing and reservoir, but the device was still alarming. He could fill the tube manually. Motor error has occurred three times in the last thirty days. Customer agreed verbally and in writing to return the device for analysis. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No alarm on alarm history screen. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.